Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain and sound distortion with device use after an MRI in (B)(6) 2024 (specific strength and date not reported). The device was explanted on (B)(6) 2024 and there are no plans to reimplant the patient with another device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.